Manufacturer narrative:
No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection showed the device in used condition; no specific abnormalities were found. Functional testing was performed. The unit alarmed 41541 with a red screen when priming the unit, duplicated at 13ml. The customer's indicated failure was replicated, and the root cause was attributed to a faulty main board and degraded latch flex sensor. As a result, the main board and latch flex sensor were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error code 41541. There was patient involvement and no patient harm/adverse event reported.